Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart alarmed ans insulin pump went blank. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm and also was complete rewind insulin pump. Customer also stated that the receiving another unexpected restart alarmed. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, a21 error test, self test, rewind test and displacement test or verify a21 alarm due to blank display.